Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging mofifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimmal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 12/19/96, an erratic bhcg result was received while operating the analyzer. When the pt sample was run straight, a result of 1000 miu/ml was obtained. However, when the sample was rerun at 1:200 with the autodilution protocol, the result obtained was <800 miu/ml. The sample was than retested straight and a result of 0.0 miu/ml was received, which confirmed ans was reported. No report of injury.